Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a system fault. No patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review indicated no problems reported previously. The device was in good condition. No further device evaluation was required as the device met the qsr0024135 justification¿.